Event description:
It was reported that the patient's pump was refilled in 2009; no changes in dose, delivery or concentration during that refill appointment were made. The pump contained an admixture of morphine sulfate, bupivicaine and compounded baclofen. "Twenty four" after refill, the patient became increasingly somnolent. The patient was subsequently admitted to the hospital with mental status changes, decreased alertness and a suspected drug interaction/adverse reaction. The patient had a marginally high ammonia level. The pump was reprogrammed to decrease the infusion rate to minimal infusion. The patient was being monitored in the ICU, and had stable vita signs; she was responsive to verbal commands. The hcp planned to remove the drug from the reservoir and have it sent for lab analysis, and specificity of ordered concentration. The patient was seen in the clinic at about 6 days later, after having the pump turned to minimal flow rate during ER "nonresponsive event" that occurred the previous weekend. The patient was interactive, but was in withdrawal from the decreased dosing. The hcp aspirated the pump reservoir to check for volume discrepancies. A sample was sent to do a qualitative analysis of the drug in the pump. The lab indicated that they would not be able to analyze the accuracy of the baclofen concentration. The hcp had not determined that there was a correlation of the event to the pump delivery system. The clinic double checked the telemetry print outs and confirmed that no changes had been made in the drug or delivery rate at the time of the patient's refill about 6 days prior. It would have taken 40 hours for the new drug to clear the pump and catheter tubing and reach the patient. The hcp discontinued the baclofen from the pump admixture. The patient had experienced the same response during the two previous years during the month of august. These events had never been explained medically. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.